Event description:
Pt receiving IV magnesium sulfate in primary at 100 ml/hr- ordered to infuse within 1 hr. Rn was notified that medication had completed and it hadn't- volume added to pump, medication still stopped 20 minutes early. Program vtbi: (volume to be infused) 100, remaining vtbi: 0.